Event description:
A siltex spectrum post-operatively adjustable mammary prosthesis was implanted into the patient in 1997. In 1999, the patient experienced an infection. The device was removed in 1999. The doctor punctured the device to facilitate its removal.